Manufacturer narrative:
(B)(4). Eval, results: endoleak, occlusion. Cause of type I endoleak and misaligned deployment is unk. Eval, conclusion: cause of type I endoleak and misaligned deployment is unk.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aneurysm in zone 3 of the thoracic aorta. Vessel morphology was not reported. It was reported there was a proximal type 1 endoleak post stent graft implant. Another MFR's balloon was used to model the stent graft; however, the endoleak did not resolve (ref MFR 293500-2011-00397). The physician decided to implant a taxf4040 to treat the type I endoleak. During the deployment of the stent graft, the apexes of the stent graft deployed misaligned and partially covered the lca. The type 1 endoleak was still present. The physician modeled the stent grafts with a balloon, however, the endoleak did not completely resolve. There was blood flow into the lca and because there was blood flow in the lca, the physician elected to monitor the pt. No further intervention has been reported. No additional clinical sequelae were reported, and the pt is fine.